Event description:
Customer reported that no reactivity was observed on the provue with vs589 during an antibody screen. Based on the patient's previous history, the sample was tested with 0.8% resolve panel a using manual gel and anti-e was identified. The sample was then repeated with lot vs589 on the provue and with manual gel. No reactivity was observed with either method.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. A review of complaints by lot was performed - there were no other complaints from customers for lack of reactivity. (B)(4).